Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6)2017. The patient stated that they woke up and was feeling out of it. The cgm displayed 70 mg/dl but the patient felt dizzy, light headed, had blurred vision and couldn't get out of bed. The patient took a finger stick and their blood glucose (bg) measured 31 mg/dl. The patient's wife got up and gave the patient a few chocolate truffles and some orange juice. At the time of contact, the patient was doing well. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The patient did not wash their hands prior to finger stick testing. Labeling indicates: before you take a blood glucose value for calibration, wash your hands, make sure your glucose test strips have been stored properly and are not expired and make sure that your meter is properly coded (if required). Carefully apply the blood sample to the test strip following the instructions that came with your meter or test strips.